Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our retrospective 2024 compliant remediation. During routine preventive maintenance (pm) testing, the infusion pump exhibited an intermittent free-flow clamp failure. It was observed that the pipe clamp screw was installed at a slight angle, which may have contributed to the issue. A review of the serial number history found no prior similar complaints. The failure mode was confirmed; however, the cause remains undetermined. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing, the infusion pump exhibited an intermittent free-flow clamp failure. There was no patient involvement reported.